Event description:
The customer reported that the device continued to apply energy longer than the activation button was depressed. It is unk if this happened more than one time. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.